Event description:
During routine testing of the device at the service center, the service technician reported when the dimm module on the single board computer was mechanically agitated, the central control monitor froze after booting up. The monitor was originally returned a needs service message when the failure to boot up error was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.